Event description:
I swallowed my nociceptive trigeminal inhibition tension -mouthguard- which is resulting in pain in my esophagus and possible unk complications to come if I can not get it to move to my stomach. I was asleep when the incident occurred. The device had been snapped into place when I went to bed, I always use my tongue and fingers to ensure of such before lying down. I am not sure what transpired while sleeping other than I woke up with a dream of drowning and throat pain. A device is required to keep me from chipping or breaking my teeth as a result of clenching my teeth when I sleep and causing further medical complications. I believe I started using the device in 2008 per recommendation of my dentist due to clenching and grinding of my teeth in my sleep which was resulting in the chipping of my teeth. He fitted the device for me. I have taken the device with me to at least one f/u to ensure it still securely fitted. I have not noticed any changes to the device -loosening-. I check it regularly upon inserting it to ensure it is secured -snapped- into place and will not come off. While I do not use it every single night, I do use it regularly -2-3 nights a week minimum- but on average 3-4 nights a week. Dates of use: 2008 - (B) (6) 2010 approx. Diagnosis or reason for use: grind my teeth, chipping my teeth.